Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and menorrhagia ("abnormal menstrual bleeding; prolonged menses") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included appendectomy and lump excision (benign) in 2009. Concurrent conditions included body mass index high, latex allergy, mastodynia, scoliosis, smoker and arthritis. Concomitant products included colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril) since 2015, ibuprofen since 2015, lorazepam since (B)(6) 2012, meloxicam, phentermine from (B)(6) 2012 to (B)(6) 2018 and topiramate since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("irregular vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric: anxiety"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced rash ("rashes /skin conditions: painful rash on both breasts") and rash erythematous ("rashes /skin conditions: red rash on both breasts"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and hypothyroidism ("hormonal changes: hypothyroidism"). The patient was treated with levothyroxine, hydrocodone, surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices), surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices) and surgery (ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, rash, rash erythematous, back pain, migraine, depression and anxiety had resolved, the headache, fatigue, hypothyroidism, weight increased and hormone level abnormal outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypothyroidism, menorrhagia, migraine, pelvic pain, rash, rash erythematous, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure successfully implanted, without complications. Since the essure removal surgery has reported that all her symptoms have resolved and that she feels much better. Current weight: 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events hormonal changes and she did not underwent essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and menorrhagia ("abnormal menstrual bleeding; prolonged menses") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and lump excision (benign) in 2009. Concurrent conditions included body mass index normal, latex allergy, mastodynia, scoliosis and smoker. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2015, ibuprofen since 2015, lorazepam since (B)(6) 2012, phentermine from (B)(6) 2012 to ((B)(6) 2018 and topiramate since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric: anxiety") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced rash ("rashes /skin conditions: painful rash on both breasts") and rash erythematous ("rashes /skin conditions: red rash on both breasts"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), fatigue ("fatigue") and hypothyroidism ("hormonal changes: hypothyroidism"). The patient was treated with levothyroxine, surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices), surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices) and surgery (ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, rash, rash erythematous, back pain, migraine, depression and anxiety had resolved, the headache, fatigue, hypothyroidism and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, rash, rash erythematous, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure successfully implanted, without complications. Since the essure removal surgery has reported that all her symptoms have resolved and that she feels much better. Current weight: 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2011 and removal updated to (B)(6) 2016. Concomitant medications and treatment drug added. Events abnormal bleeding (vaginal), fatigue, hypothyroidism, pain, depression, anxiety, painful rash on both breasts, red rash on both breasts and weight gain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and menorrhagia ("abnormal menstrual bleeding; prolonged menses") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included appendectomy and lump excision (benign) in 2009. Concurrent conditions included body mass index high, latex allergy, mastodynia, scoliosis, smoker, arthritis and carpal tunnel syndrome. Concomitant products included colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril) since 2015, ibuprofen since 2015, lorazepam since (B)(6) 2012, meloxicam, phentermine from (B)(6) 2012 to (B)(6) 2018 and topiramate since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months 21 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), dyspareunia ("painful intercourse, dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("irregular vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), depression ("psychological /psychiatric: depression"), anxiety ("psychological /psychiatric: anxiety"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient experienced rash ("rashes /skin conditions: painful rash on both breasts") and rash erythematous ("rashes /skin conditions: red rash on both breasts"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced back pain ("severe back pain") and hypothyroidism ("hormonal changes: hypothyroidism"). The patient was treated with levothyroxine, hydrocodone, surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices), surgery (laparoscopic bilateral salpingectomy, successfully removed essure devices) and surgery (ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, rash, rash erythematous, back pain, migraine, depression, anxiety and weight increased had resolved, the headache, fatigue, hypothyroidism and hormone level abnormal outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypothyroidism, menorrhagia, migraine, pelvic pain, rash, rash erythematous, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure successfully implanted, without complications. Since the essure removal surgery has reported that all her symptoms have resolved and that she feels much better. Current weight: 194 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. No new clinical information were added. Concomitant condition added. Event term clubbed: painful intercourse, dyspareunia(painful sexual intercourse). Event outcome added for weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, successfully removed essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: essure successfully implanted, without complications. Since the essure removal surgery has reported that all her symptoms have resolved and that she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.